Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected data field: h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation and the customer¿s allegation has not been confirmed. Customer called back to troubleshoot. All scope tests were good on another tower. The customer is cycling power between scope swaps. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed communication error code b30. The event was observed during preparation for use. There was no patient harm or user injury reported due to the event.